Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not sending interface messages. A technical support specialist (tss) logged into the server using remote smart service (rss) and remotely accessed the station via rss. A synchronization issue between the station and server was identified. Knowledge article (datasyncinvaliduploadchangetrackingvalue) was applied to address the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device that was not sending interface messages. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.